Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as functional testing of the instrument showed that the grips opened and closed properly. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and are not aligned with the tube axis, suggesting the damage may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported failure mode does not constitute a MDR reportable event; however, damage to the instrument's main tube found during failure analysis, could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the jaws on the pk dissecting forceps instrument would not open. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.